Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
A cryoablation procedure was performed using the arctic front catheter and the flexcath steerable sheath (catheter introducer). Micro air bubbles were noticed in the flush port of the flexcath sheath. The physician aspirated the sheath and retrieved approximately 30 cc of air. There was no evidence of air on fluoroscopy and there were no symptoms indicating that air was injected into the patient. The arctic front catheter was slowly removed from the sheath while aspirating, and the sheath was aspirated until no air was seen. The flexcath sheath was then removed from the patient, and the procedure was completed using a different ablation method. No adverse event occured.